Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all products manufactured as per the standard production method. No physical investigation or assessment has been conducted on the defective catheter since no representative sample returned for inv estigation. Samples are not returned, therefore further investigation could not be conducted and actual root cause cannot be determined.

Event description:
The balloon deflated during use. There was no patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The balloon deflated during use. There was no patient injury.